Manufacturer narrative:
A complete catalog # is unknown, a complete UDI # is unknown as product lot number was not provided. The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a foreign body on the inserter or on the intraocular lens (iol). There was no patient contact. No additional information was provided to abbott medical optics. Note: this MDR is being submitted for the inserter. A separate MDR will be submitted for the iol.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/7/2017. Device returned to manufacturer? Yes. Device evaluation: the emeraldc30 cartridge was returned for investigation. Visual inspection at 10x microscope magnification was performed. Residue of lubricant material was observed on the cartridge. Slight distortion was observed at the cartridge tip. The lens was also observed adhered to the loading zone and wing area of the cartridge. The alleged foreign material was not identified in the returned product. The condition of the product is consistent with a unit that has been previously handled and prepared for surgical use. The complaint was not verified. Manufacturing records review: the manufacturing record review and complaint history review could not be performed since lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.